Event description:
It was reported that during preparation for a rotational atherectomy, a guide wire fracture occurred. While the physician was platforming an unknown size burr, the floppy rtw guide wire broke in half. The guide wire did not enter the pt's body. Another of the same device was used to successfully complete the procedure. No pt complications were reported. The pt's post-procedure status was noted as "ok".

Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.